Event description:
New information notes that a merlin.net transmission showed a new alert for non-sustained rv oversensing. The patient was asymptomatic. The device was reprogrammed and remains implanted.

Event description:
It was reported that, non-sustained noise episodes were observed in the ventricular channel. The egm revealed competitive pacing resulting in incorrect non-sustained lead noise diagnosis. Programming changes were not made as only one such episode was reported since implant. No further issues were reported.